Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with urethral erosion. A revision procedure was performed to explant one cylinder and replace it with a malleable prosthesis. However, upon insertion, the malleable prosthesis moved into the urethra where the ipp had eroded through. All the components were removed. A new device will be implanted once the patient has healed. No further complications were reported.